Event description:
It was reported that (1) 511sd was used during a diagnostic laparoscopic procedure. It was reported by the rep that when inserting the 511sd trocar after insufflation, the set button did not retract. The surgeon was concerned about the fact that pressure on the tip of the trocar could retract the safety shield. The procedure was completed with no further problems. There was no consequence to the pt.